Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has received multiple no delivery alarm. Customer's mother stated that the customer changed the reservoir and infusion set and it alarmed during prime. He had to repeat the process about 6 times and it didn't work and had to change the reservoir again to clear the alarm. Blood glucose value is unknown. Nothing further reported.